Manufacturer narrative:
D9/9: device returned to field service, date unknown. The device was returned and evaluated, and the investigation for the reported optical signal issue has been completed. Data analysis: imc logs confirmed the reported that the failure mode occurred during case start step 3. According to clinical staff, impella cp was utilized for case but imc logs from the complaint date revealed that console did not recognize the pump being connected. Device analysis: test impella cp pump was utilized but the failure mode was not reproduced. Console was opened, cable connection between blue receptacle and impellatronic board was confirmed to be properly seated. No abnormality was found within the console. The intermittent pump detection issue was likely because of malfunction of impellatronic board, after replacement of impellatronic, console passed annual preventive maintenance tests and was sent back to customer. The case start issue/ frozen screen issue was likely due to pump detection problem caused by defective impellatronic board, the exact root cause of defective impellatronic was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient of unknown race/ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. While preparing for a case, the automated impella controller (aic) became stuck at the "connect the 2 gray cables" step and could not continue with setup. The resolution is unknown, but there was no reported patient harm.